Event description:
Nidek inc. Received a complaint from a customer on (B)(6) 2015. Customer reported that during the use of yc-1800 sn (B)(4). Doctor noticed pitting lens. No injury was reported and no additional information was provided at this time.

Manufacturer narrative:
The affected device has not been returned to nidek. The inspection has not been done yet so the results of evaluation are not available. Nidek clinical specialist contacted customer to gather additional information regarding complaint. Doctor reported that many patients were affected due to pitting. Number of patients has not been confirmed. However doctor confirmed that none of the patients had any serious adverse effect and no medical or surgical intervention was required to treat the patients. Doctor did not agree to provide additional patient information. The device will be returned to nidek and will be evaluated by the nidek service engineer at later date. If additional significant information is received at a later date, a follow-up report will be submitted. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to reoccur.

Manufacturer narrative:
The affected device yc-1800; sn (B)(4) was returned to the nidek. The device was tested and evaluated by the nidek service engineer (se). The treatment output energies were tested and verified and were within the specifications. Focus and alignment of the yag and aiming beam were checked and were within specifications. Focus shift was checked and was okay. The device was within specifications and no failure was found.